Manufacturer narrative:
On (B)(6) 2020, during the evaluation of the device, the thermogard ivtm system (serial #: (B)(4) ) displayed "mid:01(post watchdog) error message. The root cause of mid:01 error was due to a defective I/o pca, likely due to a defective component. The I/o pca was replaced to remedy mid:01 error. During visual inspection, observed pan drip was missing, likely due to user error. The pan drip was replaced to address this issue. After service, the thermogard ivtm system was tested and passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system serial number (B)(4).

Event description:
On (B)(6) 2020, during the evaluation of the device, the thermogard ivtm system (serial #: (B)(4) displayed "mid:01(post watchdog) error message. No patient involvement.